Manufacturer narrative:
Device available for evaluation: unsure. Occupation = non-healthcare professional: unknown. PMA/510(k) number: exempt. Device evaluated by mfg: unsure if device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteral stone removal procedure, the basket of a ngage nitinol stone extractor would not open as intended. The basket was used in the procedure twice before the device stopped functioning. The user replaced the device with a new device and the procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported that during a ureteral stone removal procedure, the basket of a ngage nitinol stone extractor would not open as intended. The basket was used in the procedure twice before the device stopped functioning. The user replaced the device with a new device and the procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. A document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. Due to the ongoing covid-19 lockdowns in china, the returning device does not have an estimated date of shipment. The file will be completed on the initially provided information. If the device is received in the future, the file will be updated. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows one other complaint associated with the complaint device lot was created to address a similar issue from the same customer. Neither device was returned. It was not possible to determine if the same type of failure affected both devices. There was not enough evidence to conclude the two complaints were related. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The complaint devices were not returned. There are multiple possible causes for the reported issue of the baskets not opening and closing properly. Without the devices available to investigation the nature and cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.